Manufacturer narrative:
One actual spiral tip ureteral catheter was received in three sections, and evaluated in a lab environment. The mfg lot number printed on the longest section of the returned catheter was "cjfjij". This lot number predates the year 1990, showing the affected product to be at least 18 years old. This product is made of polyurethane and previous studies have shown the devices begin to show signs of degradation after 12 years or aging. A 5 year expiration date was added to polyurethane ureteral catheters in the early 1990s. The three sections of the returned sample were assessed as follows: the longest section measured approx 48.9 cm, was wavy to the touch and was jagged at the distal end. This section of catheter was flexed by hand, back and forth 3 times, and then was easily pulled apart by hand, indicating degradation. The next section measured approx 6.5 cm, was jagged at both ends and had a gap torn/missing from the middle of this piece at approx 2.5 cm from the proximal end. The third section (distal end of catheter with spiral end) measured approx 15.8 cm, was wavy to the touch and was jagged on the proximal end of this section. The overall length of the combined catheter sections received measured 71.2 cm (specification 69 cm-71 cm). It appeared that the catheter may have been stretched. The investigation concluded the device had exceeded expected shelf life and based on the wavy appearance, and overall length, excessive force may have been a contributing factor to the subsequent breakage. While the polyurethane device is very durable, some degradation of product integrity is expected over approx an 18 year period.